Manufacturer narrative:
Results and conclusions summation:prod performance engineering reviewed the incident info. No prod issue was reported; however, the pt did experience angina, ischemia, and thrombosis. The risk assessment lists these as known possible events of the coronary stenting procedure.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: thrombosis requiring medical intervention, device issue: none. It was reported that the pt underwent a planned recanalization of the om and the proximal lad. Another company's stent was implanted in the om and a 3.5 x 15mm rx vision was implanted in the proximal lad without complications. The following morning, the pt experienced angina pectoris and hypotension. The pt was transferred to the cath lab; intubated and an intra-aortic balloon pump was placed. Angiography revealed simultaneous thrombotic occlusions of the stents in the proximal lad and the om. The occlusions were successfully reopened with balloon angioplasty and abciximab treatment. Six days later, the pt was discharged on aspirin, clopidogrel 150mg/day for one year. A beta-blocker, a statin, and an ace inhibitor. No add'l event or pt info is available.